Event description:
In the emeregency room, a disposable laryngoscope blade (size unreported)broke, near the contact area, during an intubation attempt on a 65 year old female, weighing approx 80 kilos. The pt was unconscious and in cardiac arrest. On a second attempt, (type of blade used is unknown) the pt was successfully intubated and was stabilized. The attending physician, stated "intubations are difficult and too much pressure (force) may have been used". The blade was not saved for evaluation.